Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the trigger being sticky and the moving parts of the trigger not moving smoothly identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the battery reamer/drill device and the trigger was sticky and twisted. It was further observed that the controller was defective, the motor was stuck, and the gear and clutch nose were corroded. It was determined that the device had component and contact damage, would not run, was jammed/seized, and had corrosion/rusting/pitting. It was further observed that the mode switch resistance was too high. It was further determined that the device failed pretest for general condition, check for sticky trigger, check function of device, check power with power test bench and mode switch-test. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.